Manufacturer narrative:
Visual review confirms rod broken. Multiple rod bender points and set screw witness marks noted along the length of both rods. Witness marks noted adjacent to the fracture surface. Examination of the fracture surface identified multimodal fractures, with initial region with evidence of ratchet marks and progressive convex striations or beach marks approximately 50% of the way through the cross-sectional area, followed by another region of increased material disruption, riverlines, and shear lip, which are consistent with overload which appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms rod diameter to be within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(6). (B)(4). Location : operating room this part is not approved for use in the united states; however a like device catalog # 828-083, 510k # k880215 was cleared in the united states. The device was not returned for evaluation; however, films were supplied for review which found: 3 ap views and 2 lateral views of scoliosis construct are reviewed. All views verify a broken rod above the crosslink between l5 and s1 screws. This is noted on the right side of the xray but left side of the patient. (B)(4).

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t9-iliac to treat scoliosis. It was reported that the rods were found to be broken bilaterally at l5-s1 26 months post-op. The patient experienced lower back pain as a result. The patient underwent a revision surgery to replace the broken rods and add a vb replacement at l5/s1. No additional patient complications were reported.